Manufacturer narrative:
The service engineer evaluated the ventilator and found software to be missing. To resolve the condition, the se re-installed the software onto the ventilator. The ventilator passed performance verification testing, short self-testing, and extended self-testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator's display was blank. The ventilator was not on a patient at the time of the event.